Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was vomiting with small ketones. The patient was reportedly unable to test blood glucose levels due to an error on the patient's meter. There was no additional information available regarding the event. Animas has attempted to follow up with the patient regarding the event. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history from the time of the event was not available due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.